Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that a software crash occurred during a procedure. After the surgeon had moved the robot in fast/free mode to clear the robot arm, the arm would no longer move when the surgeon pressed the vigilance device. A medtech field service technician was present at the time of the event, and attempted to resolve the issue by unplugging the vigilance device several times. After 10 attempts, a communication error occurred and the system shut down. When the robot was powered back up, the clearing procedure worked and the vigilance device issue was resolved. The surgery was done when this occurred. The surgeon worked around the robot until the system rebooted and the arm could be moved.

Manufacturer narrative:
It was reported that a software crash occurred during a surgery. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the shutdown of the device was due to a crash of rosanna_brain software. The root cause of this event is a known design defect. Corrected data: date of this report. Date received by manufacturer (additional information). If follow-up, what type. Device evaluated by manufacturer. Evaluation code.